Event description:
Adverse event(s): "surgery delayed 20 minutes". Product problem(s): "system message" (device displays error message); "loss of infusion" (vacuum, loss of). A nurse reports that during the third case, the system displayed an error message. The system was rebooted and reprimed and subsequently functioned properly. During the next case, when the infusion was turned on, the infusion display changed from 35 to 0 and there was no flow through the infusion cannula. A new cassette and tubing were tried with the same results. The system was switched out to complete the case resulting in a 20 minutes delay. There was no patient injury reported.

Manufacturer narrative:
During the onsite investigation, the territory manager (tm) examined the system and was unable to duplicate the customer reported event. The system was found to meet product specifications. The pneumatic pcb was changed for voltage monitoring and the system was updated to (B) (4). The returned pneumatics main pcb was installed into a known good system and the system powered on. The system recognized the pneumatics module and completed boot-up without any nonconformities noted. The pneumatics module was tested for proper rfid performance and passed testing. The system was then subjected to the fluidic prime and flow sensor test from the service test procedure and passed. The pneumatics module was then tested on in-cireit tester and passed. The reported event was not able to be replicated by the tm in the field or during the testing that was performed at the manufacturing site. Therefore, the root cause could not be determined at this time. (B) (4). (B) (4). (B) (4).